Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. (B)(4).

Event description:
It was reported that the battery of this pacemaker was depleting rapidly. The device was submitted for an engineering analysis and it showed that the power consumption of this device has been steadily increasing for over a year. The malfunction appears consistent with other pulse generators that have had continuous average power increases due to hydrogen in the enclosed device case. Device replacement was advised and to return it for detailed analysis. Additional information received indicated that this device was explanted due to premature battery depletion (pbd) and the patient will have an increase follow up. No additional adverse patient effects were reported.